Event description:
Complainant alleged that the clinicians were defibrillating a pt (age and gender unk) who was in cardiac arrest, when they observed arcing of the device paddles. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.